Event description:
Procedure type: low anterior resection. According to the reporter, the device fired and all seemed to work properly, but when the doctor went to check for leaks, he noticed the anastomosis was not good as half of the staples were not fully formed. The doctor then cut the anastomosis and did the procedure again with another instrument. This caused not blood loss; however, it extended the case as hour and a half. No patient injury was reported.